Event description:
Customer reported she has experienced hyperglycemia for the past year, and she believes the insulin delivery of the infusion device is inaccurate. Her blood glucose has elevated to the 400's mg/dl, and her normal range is 100-120 mg/dl. She is able to decrease her blood glucose by delivering insulin through the infusion device, but she has to deliver almost double the amount for it to work. The infusion device has displayed e4 occlusion errors during basal delivery. Customer was educated on the cause of occlusion errors. No adverse event was reported. The alleged products were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.